Event description:
It was reported that the customer had a crack in the screen of the insulin pump. Customer stated that pump was still working but they cannot see 95% of it. Customer's blood glucose level was 134 mg/dl. Customer stated that they may have bumped the pump. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass, minor scratches on the display window and a cracked reservoir tube lip.